Event description:
It was reported that during preparation for a retrograde intrarenal surgery procedure, the console displayed error codes 801- inadvertent exposure test failed. And 504 - hvps crowbar test failed. Also, case server mode was prompted. The case was rescheduled. The patient was under general anesthesia, however, there were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and replaced 4 hr mirror. The channels were aligned and calibrated, the coolant level was checked and then, the console was working as expected. Based on the analysis results, the reported event was confirmed as replacing the hr mirrors resolved the issue. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a retrograde intrarenal surgery procedure, the console displayed error codes 801- inadvertent exposure test failed. And 504 - hvps crowbar test failed. Also, case server mode was prompted. The case was rescheduled. The patient was under general anesthesia, however, there were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.